Manufacturer narrative:
Qn#(B)(4). The finished goods DHR and the DHR's for both subassemblies used in the finished goods were reviewed. Per the DHR, lot number 7841 of product 71114v vlock xlg clip 6/cart 14/box was manufactured on 01jul2017. A total of 5096 units were manufactured. The lot was released on 15jul2017. DHR investigation did not show issues related to complaint. The complaint sample was not returned for investigation. Therefore, the root cause cannot be established.

Event description:
It was reported that during use of a hemolok xl applier, the tab of the retainer came off with the clip loaded in the jaws and was inserted into patient. Upon application of the clip, the tab fell into the patient and was retrieved and removed without incident.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use of a hemolok xl applier, the tab of the retainer came off with the clip loaded in the jaws and was inserted into patient. Upon application of the clip, the tab fell into the patient and was retrieved and removed without incident.